Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the heartstart mrx that an unspecified device error message appeared during use on pt. The customer later stated the device would not shutdown via the therapy knob in the off position. There was no reported impact.